Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Lap chole - this lap retrieval bag failed during a case as it came out like this and thus wouldn't open. On deployment the bag appeared already closed and guide bead synched closed. No other info offered. Type of intervention - another bag opened. Patient status - fine.